Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified first obtuse marginal. After a 7f non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 2mm balloon catheter. Following pre-dilation, a 2.25 x 38mm synergy drug-eluting stent (des) was advanced for treatment. However, the stent couldn't be track and when removed, the stent struts were found to be damaged. The procedure was completed with another 2.25 x 38 synergy des. No patient complications were reported and the patient status was stable.